Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The advocate stated that the customer obtained a difference of 18 to 20 mg/dl between two contour next ez meters. The customer had blood glucose readings in the ranges of 100 to 110 mg/dl and had symptoms such as double vision and weakness in lower extremities. At around 2:00 p.m., the customer went to the medical facility to seek medical attention. The customer was given glucose infusion and his metformin was cut off. Prior to visiting the medical facility, the customer ate peanut butter and jelly sandwich, and drank orange juice in order to boost his sugar levels. About an hour later from the alleged inaccurate reading obtained on the meter, a repeat testing was performed on the customer's contour next ez meter and a reading of 134 mg/dl was obtained. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next ez meter was tested with the in-house contour next test strips from lot # 7mpeg18b, which gave satisfactory performance.

Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed with the returned contour next ez meter and the returned contour next test strips from lot # 7mpeg18b, which gave satisfactory performance.